Event description:
In (B)(6) 2010, a patient had surgery done for a convec meningioma of the skull. In (B)(6) 2011, there appeared to be an abnormal pouch of cerebrospinal fluid which could not be removed by aspirating with a needle and syringe. The surgeon revised the original operation and palakos plastic and duragen "4x4" cm was used. At the end of (B)(6) 2011, another revision was done and no new durameter was found, only a transparent stratum with two holes where the cerebrospinal fluid leaked. The histology showed an infection and a sort of encapsulation on the old dura. It is not clear whether the infection was found when the revision was done or after the original surgery done in (B)(6).

Manufacturer narrative:
To date, the device involved in the reporte incident has not been received for evaluation. An investigation has been initiated based upon the reported information.